Manufacturer narrative:
Concomitant medical device: 429878 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the system was extracted approximately six months following implant due to an opening in the cardiac resynchronization therapy defibrillator (crt-d) pocket approximately one by two inches with device visible in the opening. It was noted there was wound erosion with dehiscence observed over the pocket. No further patient complications have been reported as a result of this event.